Event description:
It was reported that the ilet pump displayed alert 65 and the audio alarm was not audible; the user attempted a restart with charge above 50 percent but the alert persisted, and the device will be replaced; the affected component was the speaker/sounder. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an electrical or electronic component problem consistent with a no-audible-alarm malfunction traced to the speaker/sounder. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.